Event description:
It was reported that post implant realize band, the patient presented to the hospital with abdominal pain on (B)(6) 2012. The surgeon admitted the patient and identified that the band had eroded. The band was removed on (B)(6) 2012. There is no information on any diagnostic testing done to confirmed band erosion. The patient was kept an additional day for observation. The patient is stable at this time.

Manufacturer narrative:
(B)(4). Additional information. Implant date? Band placed by dr. (B)(6) in 2010, (B)(6). What diagnostic tests were used to diagnose the band erosion? Endoscopy confirmed erosion. How many fills has the patient had? Not known. Has the patient had a previous port infection? No. How is the patient? The patient is recovering without complications the following components were returned: the curved band with 59 cm of catheter, the velocity port with locking connector, the tubing strain relief. Erosion is a recognized adverse event associated with gastric banding. Visual and functional analysis cannot confirm events that are physiological in nature. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.